Event description:
A physician reported that during a surgery while using an ophthalmic console air entered into the patient's eye. The surgery was completed using the same system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. It was reported that the system was not used properly. A sales representative instructed the customer how to operate the fluidics system properly. No other services were performed on the console. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. According to this complaint from one day earlier, the same issue of air entering a patient¿s eye instead of irrigation occurred. A likely root cause for the reported event is improper use of the equipment. However, based on the information available, the root cause of the customer reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).